Manufacturer narrative:
Product event summary: analysis confirmed that the display overlay was broken and unresponsive to the stylus. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a crack in the programmer screen after being dropped, and the screen was unresponsive to the stylus. The programmer has been returned for service. There was no patient involvement.